Event description:
The customer reported endophthalmitis at the post-op visit. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l info becomes available.